Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 226 (mg/dl). During troubleshooting with tandem technical support, the source of the occlusion could not be determined. It was recommended that the customer contact tandem technical support should another occlusion occur.